Event description:
The distributor contacted animas on 12/4/2013 alleging the pump was vibrating without any association to alarm. Changing the battery did not resolve the issue. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged vibration issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: on investigation, the pump powered on with fully operational vibratory functionality. The pump was exercised for 24 hours and did not vibrate at any time unrelated to an error, warning or alarm. Investigation did not duplicate the alleged vibration issue and the pump was found to be operating within the required specifications without malfunction.